Manufacturer narrative:
Sensor lubricated and calibrated; device returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that c-arm rotation issue due to bodyguard sensor error on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.